Event description:
It was reported that the insulin pump stopped working. The insulin pump alarmed during the prime process. The blood glucose reading is 70 mg/dl. Advised the customer that the insulin pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. Unable to perform basic occlusion, occlusion and excessive no delivery test due to alarms. The insulin pump passed the displacement test. Scratched on display window noted.